Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure for persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician observed the presence of air bubbles within the sheath during the procedure. Despite aspiration attempts, the air bubbles persisted and did not resolve. Troubleshooting steps included aspirating the faradrive sheath, however, the issue remained. The sheath was replaced, and the procedure was completed successfully without any patient complications. The device has been retained and will not be returned.